Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is complete.

Event description:
It was reported on (B)(6) 2021 that the patient had rescue tape near the system controller portion of their driveline, indicating possible cosmetic driveline damage. On (B)(6) 2021, it was reported that the patient did not have a previous driveline repair performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a low speed event was confirmed via the submitted log file data; however, a specific cause for the change in pump parameters cannot be conclusively determined. The reported cosmetic damage to the driveline's silastic sleeve cannot be conclusively determined through this investigation as no photos were submitted by the account and no product was returned for evaluation. The submitted log file contained data spanning from (B)(6) 2021 at 21:57:27 to (B)(6) 2021 at 09:09:56, per the timestamp. A momentary low speed event was captured on (B)(6) 2021 at 23:16:20 when the pump speed was noted to be 20 rotations per minute (rpm) below the low speed limit of 9000rpm. Following this event, the pump speed ramped back up to the fixed speed without issue and remained above the low speed limit for the remainder of the log file. No other notable ventricular assist device related alarms were captured. The patient remains ongoing on (B)(6). The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 19jul2011. The heartmate ii left ventricular assist system instructions for use, rev. C, addresses pump speed, power, flow, and pulsatility index (pi) in section 1. Section 7 covers all visual/audio alarms and what action(s) should be performed when they occur. Additionally, this document discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. The heartmate ii left ventricular assist system patient handbook, rev. C, also outlines all visual/audio alarms and what action(s) should be performed when they occur. Additionally, this document contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.